Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (cloudy).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. We checked the returned unit and confirmed that the distal end assy w/ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the distal end assy w/ccd module. In addition, we confirmed that the insertion flexible tube (ift) cut, the light guide cable cut, and the bending rubber steel braid piercing ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.